Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for a "uretex".

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: urological/gynecological according to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Reason for mesh implantation: urinary incontinence procedure (s) performed: placement of uretex sup complications post uretex sup implant: injuries resulted from the implantation of pelvic mesh product, recurrence and worsening of urinary incontinence.